Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient's mother stated they suddenly stopped getting alarms on the g5 dexcom follow application and because of the alerts not working properly, the patient had a value of 2.1mmol blood sugar. The patient's mother stated the patient's phone alarm vibrated from the patient's bedroom, which they heard and when they got to the patient, she was not very responsive. No further event details were provided. No additional patient information is available. No data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.